Manufacturer narrative:
The user facility stated that the blood clotted in the dialyzer and they were unable to disinfect it. They were not comfortable returning the sample without disinfecting it. Therefore, the sample was discarded. The reported complaint is not confirmed. The complaint sample is not available for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of complaint sample. Review of the batch production (bpr) did not reveal probably cause for the customer complaint. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an external leak. There was a crack identified on the top of the dialyzer where it connects to the arterial line. The blood leak was visually observed leaking from this crack. The machine did not alarm. Estimated blood loss was 250ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample was not available for manufacturer evaluation.